Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the ruptured chordae appears to be due to the grasping failure. The cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to procedural circumstances (difficult imaging). The reported image resolution poor was associated with difficult imaging due to pacing leads. The reported off-label use (indication for use) was associated with the use of a mitraclip on the tricuspid valve. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a tissue injury. It was reported that an off-label mitraclip procedure was performed to treat tricuspid regurgitation (tr) with grade of 4. It was not possible to grasp both leaflets. Imaging was noted to be challenging due to pacing leads. After the device was removed, a chord flail was noted. The procedure was aborted with tr remained at grade 4. No additional information was provided.